Manufacturer narrative:
.

Event description:
Customer reported the reservoir would fall right out when attempting to insert the reservoir in the insulin pump. Customer stated the reservoir was kind of griping the device and it was extremely loose. Customer went on stating it looked like there was glue smeared inside the reservoir compartment and something was missing. Customer's blood glucose was 200 mg/dl. Customer does not recall how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.